Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use after the catheter insertion. The issue was resolved by replacing the catheter. The patient had no pre existing cardiac conduction defect. Information such as the background of malfunction occurrence or what kind of surgery or examination the catheter was used for is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Per additional information from sales rep, it was reported that the initial report of pacing difficulty was incorrect. The correct issue with device was that the balloon could not maintain the inflation of the first day of use. Per decision rationale matrix, this is no longer a reportable event for balloon inflation difficulties. A product evaluation was completed. The reported event of inflation difficulty with the balloon was confirmed. The balloon failed to maintain its inflation due to leakage from bonding area between y adapter and bonded cap. A gap was observed at the leak site. No other visible damage or abnormality was observed from balloon, windings, catheter body, and returned syringe. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.